Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the duodenum in a gastric resection, the device was not able to fire. Surgeon was able to press the green button but could not squeeze the handle. Surgeon replaced the reload to resolve the issue. No patient injury.